Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that ventilator is making hissing sound from the pneumatics compartment on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. While the unit passes the circuit and performance test. Technician troubleshot and found leaky connections on the manifold block. Technician ordered the manifold block and associated connectors and will return for repairs. Returned and replaced pneumatic block and associated connectors. The unit passes all circuit check and performance verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.